Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device folded in half protruding from fallopian tube into uterus") in an adult female patient who had essure (batch no. B40010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device folded in half protruding from fallopian tube into uterus" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals ("allergicto products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals and abdominal distension outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received: new events: dysmenorrhoea, dyspareunia, alopecia, migraine, device monitoring procedure not performed were added and previously reported event preferred term. Hypersensitivity updated to allergy to metals and fatigue, weight increased, headache outcomes updated. Reporter, patient demographic information, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device folded in half protruding from fallopian tube into uterus") in an adult female patient who had essure (batch no. B40010- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device folded in half protruding from fallopian tube into uterus" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals ("allergicto products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (saline hysteroscopy, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals and abdominal distension outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and weight increased to be related to essure. The reporter commented: patient had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device folded in half protruding from fallopian tube into uterus") in an adult female patient who had essure (batch no. B40010-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device folded in half protruding from fallopian tube into uterus" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals ("allergic to products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (saline hysteroscopy, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals and abdominal distension outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine and weight increased to be related to essure. The reporter commented: patient had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Batch number b40010 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('device folded in half protruding from fallopian tube into uterus/ perforation/migration'), fallopian tube perforation ('device folded in half protruding from fallopian tube into uterus/ perforation/migration') and salpingitis ('chronic tubal inflammation') in an adult female patient who had essure (batch no. B40010-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device physical property issue "device folded in half protruding from fallopian tube into uterus". The patient's medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. Concomitant products included anti allergic agents since 2012 and pseudoephedrine hydrochloride since 2010. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergicto products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), infection ("I had some major infection"), insomnia ("insomnia"), adhesion ("adhesion"), anxiety ("anxieties"), swelling ("swelling"), ovarian cyst ("I have a cyst on my right ovary"), skin discolouration ("my skin looks like my horrible teenage"), pruritus ("itch"), peripheral swelling ("my thighs swell a lot"), toothache ("tooth pain"), stress ("stress"), sinus disorder ("sinuses"), middle insomnia ("disrupted sleep"), back pain ("back pain"), ear infection ("ear infection"), hyperhidrosis ("sweat"), rash ("its such a weird spot to have a rash"), acne ("acne"), skin laceration ("laceration and fallopian tubes"), disorientation ("I am so ditzy/disoriented feeling") and dizziness ("I am so ditzy/disoriented feeling") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride and surgery (saline hysteroscopy, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, salpingitis, allergy to metals, abdominal distension, infection, insomnia, adhesion, anxiety, swelling, ovarian cyst, skin discolouration, pruritus, peripheral swelling, toothache, stress, sinus disorder, middle insomnia, back pain, ear infection, hyperhidrosis, rash, acne, skin laceration, disorientation and dizziness outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, acne, adhesion, allergy to metals, alopecia, anxiety, back pain, disorientation, dizziness, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, fatigue, headache, hyperhidrosis, infection, insomnia, middle insomnia, migraine, ovarian cyst, peripheral swelling, pruritus, rash, salpingitis, sinus disorder, skin discolouration, skin laceration, stress, swelling, toothache, uterine perforation and weight increased to be related to essure. The reporter commented: patient had need for additional surgery discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Batch number b40010 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event device dislocation updated to perforation. Date of insertion updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device folded in half protruding from fallopian tube into uterus') in an adult female patient who had essure (batch no. B40010-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device folded in half protruding from fallopian tube into uterus" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. Concomitant products included anti allergic agents since 2012 and pseudoephedrine hydrochloride since 2010. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals ("allergic to products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), infection ("I had some major infection"), insomnia ("insomnia"), adhesion ("adhesion"), anxiety ("anxieties"), swelling ("swelling"), ovarian cyst ("I have a cyst on my right ovary"), skin discolouration ("my skin looks like my horrible teenage"), pruritus ("itch"), salpingitis ("chronic tubal inflammation"), peripheral swelling ("my thighs swell a lot"), toothache ("tooth pain"), stress ("stress"), sinus disorder ("sinuses"), sleep disorder ("disrupted sleep"), back pain ("back pain"), ear infection ("ear infection"), hyperhidrosis ("sweat"), rash ("its such a weird spot to have a rash"), acne ("acne") and skin laceration ("laceration and fallopian tubes") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride and surgery (saline hysteroscopy, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals, abdominal distension, infection, insomnia, adhesion, anxiety, swelling, ovarian cyst, skin discolouration, pruritus, salpingitis, peripheral swelling, toothache, stress, sinus disorder, sleep disorder, back pain, ear infection, hyperhidrosis, rash, acne and skin laceration outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, acne, adhesion, allergy to metals, alopecia, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, ear infection, fatigue, headache, hyperhidrosis, infection, insomnia, migraine, ovarian cyst, peripheral swelling, pruritus, rash, salpingitis, sinus disorder, skin discolouration, skin laceration, sleep disorder, stress, swelling, toothache and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Batch number b40010 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media received. New events I had some major infection, insomnia, adhesion, anxieties, swelling, I have a cyst on my right ovary, my skin looks like my horrible teenage, itch, lots of congestion, chronic tubal inflammation, my thighs swell a lot, tooth pain, stress, sinuses, disrupted sleep, back pain, ear infection, sweat, rash, acne,laceration and fallopian tubes was added. Reporter was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('device folded in half protruding from fallopian tube into uterus/ perforation/migration'), fallopian tube perforation ('device folded in half protruding from fallopian tube into uterus/ perforation/migration') and salpingitis ('chronic tubal inflammation') in an adult female patient who had essure (batch no. B40010-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device physical property issue "device folded in half protruding from fallopian tube into uterus". The patient's medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. Concomitant products included anti allergic agents since 2012 and pseudoephedrine hydrochloride since 2010. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergicto products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), infection ("I had some major infection"), insomnia ("insomnia"), adhesion ("adhesion"), anxiety ("anxieties"), swelling ("swelling"), ovarian cyst ("I have a cyst on my right ovary"), skin discolouration ("my skin looks like my horrible teenage"), pruritus ("itch"), peripheral swelling ("my thighs swell a lot"), toothache ("tooth pain"), stress ("stress"), sinus disorder ("sinuses"), middle insomnia ("disrupted sleep"), back pain ("back pain"), ear infection ("ear infection"), hyperhidrosis ("sweat"), rash ("its such a weird spot to have a rash"), acne ("acne"), skin laceration ("laceration and fallopian tubes"), disorientation ("I am so ditzy/disoriented feeling") and dizziness ("I am so ditzy/disoriented feeling") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride and surgery (saline hysteroscopy, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) -2017. At the time of the report, the uterine perforation, fallopian tube perforation, salpingitis, allergy to metals, abdominal distension, infection, insomnia, adhesion, anxiety, swelling, ovarian cyst, skin discolouration, pruritus, peripheral swelling, toothache, stress, sinus disorder, middle insomnia, back pain, ear infection, hyperhidrosis, rash, acne, skin laceration, disorientation and dizziness outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, acne, adhesion, allergy to metals, alopecia, anxiety, back pain, disorientation, dizziness, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, fatigue, headache, hyperhidrosis, infection, insomnia, middle insomnia, migraine, ovarian cyst, peripheral swelling, pruritus, rash, salpingitis, sinus disorder, skin discolouration, skin laceration, stress, swelling, toothache, uterine perforation and weight increased to be related to essure. The reporter commented: patient had need for additional surgery discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Batch number b40010 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device folded in half protruding from fallopian tube into uterus') in an adult female patient who had essure (batch no. B40010-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device folded in half protruding from fallopian tube into uterus" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included paratubal cyst. Concomitant products included anti allergic agents since 2012 and pseudoephedrine hydrochloride since 2010. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals ("allergic to products containing nickel"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), infection ("I had some major infection"), insomnia ("insomnia"), adhesion ("adhesion"), anxiety ("anxieties"), swelling ("swelling"), ovarian cyst ("I have a cyst on my right ovary"), skin discolouration ("my skin looks like my horrible teenage"), pruritus ("itch"), salpingitis ("chronic tubal inflammation"), peripheral swelling ("my thighs swell a lot"), toothache ("tooth pain"), stress ("stress"), sinus disorder ("sinuses"), middle insomnia ("disrupted sleep"), back pain ("back pain"), ear infection ("ear infection"), hyperhidrosis ("sweat"), rash ("its such a weird spot to have a rash"), acne ("acne"), skin laceration ("laceration and fallopian tubes"), disorientation ("I am so dizzy/disoriented feeling") and dizziness ("I am so dizzy/disoriented feeling") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride and surgery (saline hysteroscopy, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals, abdominal distension, infection, insomnia, adhesion, anxiety, swelling, ovarian cyst, skin discolouration, pruritus, salpingitis, peripheral swelling, toothache, stress, sinus disorder, middle insomnia, back pain, ear infection, hyperhidrosis, rash, acne, skin laceration, disorientation and dizziness outcome was unknown, the fatigue, weight increased, alopecia and headache was resolving, the migraine had not resolved and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, acne, adhesion, allergy to metals, alopecia, anxiety, back pain, device dislocation, disorientation, dizziness, dysmenorrhoea, dyspareunia, ear infection, fatigue, headache, hyperhidrosis, infection, insomnia, middle insomnia, migraine, ovarian cyst, peripheral swelling, pruritus, rash, salpingitis, sinus disorder, skin discolouration, skin laceration, stress, swelling, toothache and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Batch number b40010 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu8+ fu9 processes together. Social media received. Reporter were added. New even "feeling disoriented & dizziness" were added. Product start date were updated. On 23-mar-2020: fu8+ fu9 processes together.social media received: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic-reactions"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, fatigue, abdominal distension, weight increased and headache outcome was unknown. The reporter considered abdominal distension, device dislocation, fatigue, headache, hypersensitivity and weight increased to be related to essure. The reporter commented: patient had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.